Manufacturer narrative:
There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturing reference: 3008452825-2015-00098. During a pulmonary vein-isolation procedure with tricuspid isthmus-line, a pericardial effusion occurred. The transseptal puncture was performed with a brk transseptal needle. Following completion of the procedure, an echocardiogram was performed which revealed no anomalies. Approximately two and a half hours later, the patient became hypotensive. The echocardiogram was repeated and a pericardial effusion was noted. Intravenous fluids were administered which stabilized the patient. The patient's kidney and liver function deteriorated and the patient was transferred to the intensive care unit. It was noted by the physician that kidney function was poor prior to the procedure due to pre-existing illness and liver function tests were elevated due to hypotension secondary to the pericardial effusion. Kidney and liver function stabilized and the patient was discharged.